Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s therapy couldn¿t be turned back on after an MRI. The patient didn¿t have a programmer antenna and the healthcare provider kept getting a communication error message. The patient programmer wouldn¿t connect to the ins. The patient called back the following day repeating the information and verifying the shipping address to be sent a replacement programmer. No patient symptoms were reported. Additional information was received. The patient reported they received a replacement patient programmer and they still were unable to connect. They stated they kept getting poor communication. They wanted to connect because they didn't feel stimulation again. A new patient programmer was sent to resolve the communication issue. The caller also mentioned previously reported events, stating repair had sent them a new patient programmer a couple of months prior. They stated they hadn't felt stimulation, stimulation had not been turned back on due to the communication issue and the issue remained with the replacement patient programmer. Could not confirm if stimulation was on or off while on the call. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3037 serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient re-reported how they called and got their programmer replaced because it stopped working. The patient reported that since they received their programmer they have never used it or turned their stimulation on so their health care physician (hcp) had told them to call patient services to review connecting and programming the device. Patient services reviewed the information and on the call the patient received poor communication with and without the antenna. The patient confirmed that they were using the new equipment that repair had sent them. The patient was redirected to their hcp to check their ins status. There were no symptoms reported and there were no further complications reported.